Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 0x20f1, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if problem returned.